Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of unexpected restart, external ram crc error, and blank display and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 220 mg/dl. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer stated that the unexpected restart alarm was not recurring during normal pump use. While troubleshooting for unexpected restart alarm, there was a constant tone and all the lights came on. The customer stated that there was also a blank display. The customer was advised to test with new aaa alkaline battery. The customer was advised to monitor the pump.